Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue could not be verified while the alleged malfunction issue could not be verified; however, a different issue was identified.